Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned photos of 1/2cc, 8mm, 30g syringes with poly bags and the shelf carton from lot # 9077936. Customer states that liquid is leaking between the plunger and the needle. The attached photos were examined and it is difficult to determine if the samples are able to draw and expel properly solely from the photos. A review of the device history record was completed for batch# 9077936. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notifications [(B)(4)] noted that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for leakage on lot # 9077936. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, leakage) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that liquid leaked between the bd ultra-fine¿ ii insulin syringe plunger and needle during use. This occurred on 3 separate occasions. The following information was provided by the initial reporter, translated from (B)(6) to english: "when using, liquid is leaking between the plunger and the needle. Each package happened with one or two units and in this last batch it happened with 3 units. Bought box with 100 units."